Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade iii/IV.

Event description:
Patient reported left side "deflation." Health care professional reported left side "capsular contracture baker grade iii/IV." Device has been explanted.

Event description:
Patient reported left side "deflation." Health care professional reported left side "capsular contracture baker grade iii/IV." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: opening, wear abrasion, crease flat, brown particles inside of the fill channel. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage, delamination of the diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.